Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
The following information was received from baxter global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a patient (pt) that made a mistake/touch contamination/fell down in the creek during hunting and peritonitis coincident with dianeal pd4 ultrabag and dianeal pd2 ultrabag therapies. During a call with baxter customer services (bcs) on (B)(6) 2012, the following was reported. On an unreported date, the pt made a mistake / touch contamination which caused peritonitis (onset date- unknown). The patient was not hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012 follow up was performed with the home patient's registered nurse which medically confirmed this case. No additional information is available as of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.